Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. Notification was left that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. This resulted in the patient receiving inappropriate therapy. Follow up was conducted with the patient¿s clinic. The allied health professional (ahp) indicated that the patient had been seen in office and no reprogramming had been completed. The ahp stated that the patient had an open-heart surgery recently and the patient had broke open their sternotomy closure and the delivered therapy happened during reclosure of the patient's sternum. The lead remains in use. No further patient complications have been reported as a result of this event.